Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was replaced and the pocket was revised.

Event description:
It was reported that the patient lost weight and afterwards began to experience pain at the ipg site. The physician suspects the ipg shifted as a result of the weight loss. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.